Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.